Manufacturer narrative:
E1- initial reporter establishment name- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video laparoscope exhibited image automatically switched between 2d and 3d. The issue occurred during the reprocessing. There were no reports of patient involvement.